Event description:
A nurse from the user facility reported six pt developed endophthalmitis over a three day period. Three different surgeons were involved. Lot numbers for product being used were provided as part of the facility investigation. Two delivery system cartridge lots were identified. No pt data was supplied. During follow-up, the nurse stated she believed the delivery system cartridges may have contributed to the reported cases of endophthalmitis. Pt data was provided for only 4 of the 6 pt. In this case, the endophthalmitis occurred within the first 24 hrs following surgery. Intravitreal antibiotics and steroids were administered. Vitreous cultures were negative. The surgeon reports the pt has an excellent prognosis. The cartridge lot number used for this pt was not specified. This is #1 of 4 reports being submitted: #1--1119421-2006-00133, #2--1119421-2006-00134, #3--1119421-2006-00135, #4--1119421-2006-00136.